Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mislabeling can occur due to, but not limited to mix-up during manufacturing or product mix-up at the account. In this case, it was reported that the account is not sure if the reported guide wire is from abbott since they have other non-abbott guide wires as well. Additionally, it was reported that the account possibly mixed the guide wires in the boxes themselves that could have contributed to the reported mislabeling. Since the product and its packaging were not returned, it was not possible to perform a thorough analysis on the reported discrepancy of lot number on the pouch and chipboard box. Overall, a conclusive cause could not be determined for the complaint and there is no indication of a product quality deficiency.

Event description:
It was reported that during a meeting on (B)(6), 2011, with a customer in katowice (ahp hospital)(multiple locations receive devices; account number is unknown), nurses reported something that had happened in the past. The lot number on the inside guide wire (gw) pouch was different than on the external packaging. Unfortunately, the product name or any other detailed data could not be obtained. Also, in this situation, they do not even remember what kind of product was involved (abbott or non-abbott). No additional information was provided.